Manufacturer narrative:
(B)(4). The reported event is confirmed via op notes. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The review of the op notes identified that the coupling pin was fractured and the polyethylene bushing showed excessive wear. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent total elbow arthroplasty revision approximately ten (10) years post-implantation due to wear of the polyethylene bushings and fracture of the coupling pin. Patient was noted to be experiencing pain with range of motion and crepitus. Revision operative report notes dark black material within the joint and synovitis. A fractured prong of the pin was noted to be missing and unable to be retrieved from the soft tissue. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned offset sizing plate handles determined that the devices exhibit signs of repeated use like nicks and gouges and were fractured. DHR was reviewed and no discrepancies were found. Previous investigation concluded that the reported event was due to the lever was not appropriately designed to withstand the repeated loading stresses for at least 5 years. Therefore, investigation results concluded that the reported event was due to design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: nexgen offset sizing plate handle, cat#: 00595309600 lot#: 62237427. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05830, 0001822565-2017-05831.

Event description:
It was reported that offset handles were found to be broken. No adverse events have been reported as a result of the malfunction.